Event description:
It was reported that the device was used during a laparoscopic gastric bypass. The device produced an incomplete staple line. The portion was sutured laparoscopically and a leak test (egd) was performed, there was no leak. Added a significant amount of time to the case, patient is being monitored. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.